Event description:
(B)(6) states the consumer (B)(6) was in the wheelchair at a park and the chair started pulling to the right and the right front caster plastic rim broke around the axle. No injury reported.